Event description:
During an acl (anterior cruciate ligament) repair procedure utilizing a biosure ha, 7mm x 25mm, reverse screw, it was reported that the screw broke. During insertion of the femur screw, the tip chipped off after two rotations of the screwdriver. No piece of the broken screw was left in the patient. A backup device was available to complete the case successfully. The surgeon placed the back-up screw in the same hole in the bone. For site prep, they drilled the hole and had clear access. The patient¿s post-operative condition was reported as okay. The patient's bone quality was reported as normal. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation ; although anticipated, the device has not yet been received. (B)(4).